Event description:
It was reported that the patient noted a sensation in the neck which was able to be duplicated intermittently with high output pacing from the right atrial (ra) lead. Also the ra lead thresholds have been consistently high. The output was increased for the ra lead and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Concomitant product: 5086 MRI implantable pacing lead (B)(6) 2011. (B)(4).